Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the operational test was not working. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the fse visited the customer's site, assessed the device, and confirmed that it failed the self-test. Upon analyzing the error, it was determined that the issue was with an internal capacitor. The capacitor was ordered and replaced. The device was tested and subsequently confirmed to be functioning according to the manufacturer's specifications. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective capacitor. Further root cause was not determined. The reported problem was confirmed.